Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 99% stenosed target lesion was located in the mildly tortuous and severely calcified superficial femoral artery. A 6.0mmx150mmx150cm (4f) sterling balloon catheter was advanced for dilation. However, on the second inflation at 14 atmospheres for about 10 seconds, the balloon ruptured at about 4cm from the tip. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was good post procedure.